Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that once the device was plugged into the condole device, the device engaged on its own without use of the hand control or foot pedal. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear on electronic components from repeated use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that as soon as the electric pen drive device was plugged into the power source, the device turned on even when the switch was not engaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Initial reporter: contact number (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.